Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 1 had occurred. There was no reported impact to the customers blood glucose level. The customer reloaded a new cartridge and the issue was resolved. Reportedly, the customer discarded the cartridges that had the issue.